Event description:
Hill-rom received a report from the account stating the knee section would run up on its own if lowered to low position. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the hand pendant under the mattress causing pressure on the buttons. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician removed the pendant from under the mattress to resolve the issue. Based on this information, no further action is required.